Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient¿s wife reported inaccurate freestyle libre fl3+ readings while patient was hospitalized (for other reason). The manual blood glucose (bg) was 245 mg/dl, while pump showed 74 mg/dl. The patient's lowest reported bg was 64 mg/dl, while the highest bg was 254 mg/dl. The patient was not relying on the sensor. Agent explained fl3+ cannot be calibrated and advised sensor replacement. The patient reported no symptoms during low bg level, but experienced dry mouth during high bg level. No medical intervention required at the time of call.